Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that a dissection occurred in the left external iliac artery during the implant procedure while using a wire. At the end of the procedure everything appeared normal and no intervention was taken. The patient then presented with claudication in the left limb and a CT scan was performed. The CT imaging showed an active dissection in the left external iliac/femoral artery that required treatment to restore blood flow. A type ia endoleak was also seen. The physician noted that the type ia endoleak was not seen at the time of implant; however, there was contrast in the sac at implant, which was attributed to a type ii endoleak. Aptus endoanchors were implanted to treat the type ia and a medtronic stent was placed to treat the dissection. Both the issues were reportedly resolved. The physician stated that the cause of the event was anatomy related. With respect to the dissection the physician sated that dissection was due to wire manipulation in tortuous patient anatomy. The physician further stated that the cause of the type ia endoleak may have been due to a possible shelf of calcification that resulted in a small infolding or pleat in the fabric; they also stated it could have been due to slight oversizing of the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review: the cause of the events could not be determined from the limited films provided. Pre-implant CT¿s were not available for a complete anatomy assessment, and images during implant were not available for return. Review of a pre-implant CT-3d film report revealed that the proximal neck diameter measured 26 ¿ 24mm. The neck was moderately angulated with areas of visible calcification. The left common iliac artery was noted as dissected at the distal end pre-implant. Four (4) still angio images during an implant and/or intervention (unk study date) were returned. The images only showed the proximal portion of the implanted endurant bifurcate and contra limbs; the stent graft components and anatomy distal to the level of the gate (including the reported lcia dissection) were cut-off and could not be assessed. No clear endoleak was observed. Approximately 4 endoanchors were then seen having been implanted along the right side of the bifurcate/aorta, and contrast injection did not show any obvious endoleak. No stent graft issues were observed. The cause of the proximal type I endoleak may have been anatomy related; implanting within the calcified neck. Stent graft oversizing may have also contributed. The cause of the left iliac dissection may have been due to wire manipulation in tortuous patient anatomy. An iliac artery dissection was also observed in the pre-implant returned film report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.